Event description:
Customer reported an issue with the panorama central station's wireless transceiver (tim), which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the wireless transceiver. Corrections included replacements of the kvm and power supply.